Manufacturer narrative:
The diamond-clean brush head is an accessory to the sonicare power toothbrush.

Event description:
The consumer states that the bristles from their brush head are coming out inside their mouth. No indication that medical attention was sought.